Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a gastric bypass procedure, the device only stapled on one side. No other details are presently known. No patient impact reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.